Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call they had prime/fill anomaly. The customer's mother stated that insulin squirted out of the tubing during manual prime. The customer was assisted in troubleshooting. The customer's blood glucose was 267mg/dl at the time of the incident. During troubleshooting, the customer's mother stated that infusion set and reservoir change resolved the issue. The product will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion there was no anomalies when pre-fill reservoir with vial.